Manufacturer narrative:
The device was received for evaluation which included a visual assessment as well as functional testing. A review of the event history log verified multiple system error 345 alarms. The system error 345 was not reproduced by the evaluator and the device was not fully evaluated for the symptom. The device is no longer in its as received condition however, the evaluator found a failed upstream sensor and this is the probable cause of the system error 345. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.